Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, upon sensor deployment, sensor wire remained attached to applicator. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.